Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center the device was visually inspected, and evidence of foam degradation was found. Additionally, the device displayed error codes e055 (err_therapy_queue_full), e024 (err_motor_speed_reverse), e062 (err_stuck_ramp_key), present in the device logs. There was also presence of dust fail in the device. The device was scrapped by the service center after the evaluation was completed.